Event description:
It was reported that the implantable pulse generator (ipg) experienced a partial electrical reset while being interrogated by the remote transmission monitor. Subsequently, there was no diagnostic data available. The ipg was reprogrammed to clear the reset and remains in use. The monitor is to be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4479 competitor implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.